Event description:
A nurse reported a system message was received, during a procedure, indicating excessive ambient light and that the system was unable to read the cassette ID. The system was switched out and the case was completed. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system, confirmed the customer reported system message (sm) "excessive ambient light unable to read (B)(6)", and replaced the cassette ID printed circuit board (pcb). The system was then tested and met all product specifications. A visual assessment of the returned cassette ID pcb revealed that the resistors at locations r1 and r2 appeared visually nonconforming. However, a check of the resistance value did not indicate that the resistors were functionally nonconforming. The cassette ID pcb was tested and passed all testing. Though there appeared to be some visual nonconformity around the components at locations r1 and r2, the pcb passed all functional testing. It is unknown what led to this visual nonconformity. The reported sm was unable to be replicated and there were no functional nonconformities observed. Though the sm reported can be caused by nonconformance of the system, it should be noted that the sm can be displayed due to external factors that include excessive ambient lighting. However, from the information provided it is unclear what led to these occurrences on the customer's system and if there was any attempt to remove any excessive lighting that may have contributed to the sm. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The customer reported sm was unable to be replicated upon testing of the returned cassette ID pcb. Therefore, the root cause of the reported event is unknown. (B)(4).